Event description:
Info received indicates the foot hi/low function is drifting down over several hours.

Manufacturer narrative:
The technician replaced the foot hi/low down solenoid to repair the bed.